Event description:
Additional information reported that the patient was getting a poor connection/poor communication error while trying to adjust the stimulator. It was reported that the stimulator had just been implanted on day of report. It was reported that the patient was still in the hospital. It was reported that the education was given to the patient on using the programmer. It was reported that the device was turned off but they did not know how it got turned off. It was reported that the patient was able to see the settings and was able to see that the implant was on. It was reported that patient was able to "turn it back on and could feel it."

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID: 37746 lot# serial# (B)(4), product type programmer, patient product ID: 37754 lot# serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was turning off. The patient was implanted on the day of the report and was still in the hospital. The reporter wanted to know how to use the patient programmer to check the implantable neurostimulator (ins). The reporter was however getting the poor communication screen. The antenna was positioned on the incision and synced, but the reporter did not see the ins icon on the screen. The reporter turned the ins on with the patient programmer and the patient was feeling stimulation. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).